Event description:
The customer reported the screen is black not getting any image. The fe reported the system was not producing x-rays. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The snubber pcb and lemo receptacle were evaluated and replaced. The system was tested and found to be working as intended and returned to service.